Event description:
From the cardiologist notes: "the patient who had had normal device testing three months ago presented to the emergency room with 17 inappropriate shocks and analysis of device determined that he had a fractured electrode. The device was inactivated and the patient was admitted." The patient then underwent lead replacement. The patient was discharged home in stable condition.

Event description:
From the cardiologist notes: "the patient who had had normal device testing three months ago presented to the emergency room with 17 inappropriate shocks and analysis of device determined that he had a fractured electrode. The device was inactivated and the patient was admitted." The patient then underwent lead replacement. The patient was discharged home in stable condition.